Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 360 mg/dl. Customer alleged pump was the suspected cause of the elevated bg. Pump system check with tandem technical support (cts) found pump to be functioning properly. Customer declined to remove and inspect the infusion set site for possible issues. Customer declined to provide further information and maintained there was a pump issue. Customer abruptly ended call with cts before troubleshooting could be completed.